Manufacturer narrative:
(B)(4).evaluation summary: the analysis site confirmed the customer's complaint and found the main pcb was causing the unit to have the error. 1 code. To correct the customer's complaint the analysis site replaced the main pcb on the unit. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The event was reported that the generator gave an error code 1 generator error when turned on. No pt involvement occurred. One device to be returned for analysis.